Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the transmitter stopped working in the middle of a sensor session. The patient stated this event occurred in 2022 and cannot recall many of the event details. The patient stated that they were unable to check their blood sugar as they had no other means of testing the blood glucose. The transmitter had stopped working. The patient collapsed in the bathtub and lost consciousness. The patient¿s spouse called 911. Once emergency medical services (ems) arrived, the patient was treated with IV dextrose and the patient regained consciousness after treatment. No bg meter values were provided for this event. The patient was not transported to the hospital. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available